Event description:
During an incident in 1999, involving a male pt having chest pains, this unit was being used to monitor with profile monitoring pads manufactured by kendall and this defibrillator turned off. The pt was conscious and was transported to a hospital. While testing later with a check module, the unit prompted "needs service keyboard" when it first powered up. They also said the printer roller was sticky and the paper kept jamming up.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing included electrical and functional tests of the unit's keyboard label. The complaint of sticky printer roller was verified and the printer was replaced. This condition does not prevent operation for pt treatment. The returned check module test printout confirms the unit did prompt "needs service, keyboard" during a check module test. It is possible to cause the unit to prompt "needs service, keyboard" if the on button is depressed too long and we believe that is what happened in this case. The incident monitoring pads were not returned for evaluation and no incident printout was made available. The hs3000 defibrillator will automatically shut down if left in a "check electrodes" prompt for 2 minutes. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain this prompt and what to do should it be experienced. The customer was sent a letter explaining our evaluation.